Manufacturer narrative:
The manufacturing record of the device was reviewed without irregularity. The subject device was returned to omsc for evaluation. Omsc will evaluate the device. Once the evaluation is completed, a supplemental report will be submitted.

Event description:
Olympus was informed that endoscopic image disappeared during a laparoscopic appendectomy using the subject device. The facility restarted the video system center (cv) and the image was displayed again normally. The facility completed the procedure without replacing device. There was no patient injury reported.

Manufacturer narrative:
This device referenced in this report has been returned to olympus medical systems corp. For evaluation. Through the evaluation, an error message was displayed when the power switch was cycled after the subject device was energized 10 minutes. This message was the same message for one of the two reported message. This message and reported messages mean communication error between the subject device and the video system center. There was no irregularity found at the electric wires and solder in the video connector unit, tubes array and electric cables for the imager. There was a fluid mark in the electric board of the video connector unit. Furthermore, the bending rubber glue was partially missing and had scratches. The subject device passed the water leakage test. The exact cause of the reported event could not be conclusively determined however, a short circuit due to the fluid ingress will be a possible cause for the event as there was a fluid mark in the electric board of the video connector unit. One of the possible cause for the fluid ingress is intruding from the venting connector due to user's handling while reprocessing.